Event description:
Infusion pumps did not infuse the medications within the correct time despite being programmed correctly. Pump in chair 1 had alarmed that it had completed infusing the medication at the expected time; however, the infusion bag was still half full. This medication was a primary infusion. Pump in chair 3 was programmed to infuse a piggyback infusion of chemotherapy, and it alarmed that it had completely infused with about half of the volume remaining in the bag. The primary line did not have any drips in the chamber indicating that the pump was pulling only from the secondary infusion bag. There were drips only in the chamber of the secondary infusion line during the infusion. Pump in chair 4 was programmed to infuse a piggyback infusion of chemotherapy, and it alarmed that it had completely infused with about half of the volume remaining in the bag. The primary line chamber was dripping simultaneously with the secondary infusion, so the pump was pulling from both infusion bags. Programmed pump settings were verified by primary and secondary rns for all infusions. All three malfunctioning pumps have been sequestered.